Event description:
Treadmill stopped working during a treadmill stress echo - restarted and stopped again. Treadmill stopped working during the middle of a stress echo as patient was walking. System reset, and treadmill restarted in an attempt to complete test - however, treadmill stopped again. No patient harm. Service request completed ge -sr status - resolved. Verified that the treadmill belt motor not running. Intermittent failure. Action taken - calibration, test and check operational. Opened up casing where the motor resides. Checked fuses.